Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient with a pacemaker had the heart rate dropped at various moments in comparison to the normal rate. Actually, during the call, the rate fell again. The patient also reported shortness of breath at times. The patient was referred to his medical doctor and ended up calling the clinic to report his symptoms. A patient-initiated interrogation was conducted at that time. The device was found to be functioning normally. They will continue to monitor via latitude. The pacemaker has been explanted at a surgical intervention due to a premature battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode/determined it had undergone resets and that bradycardia therapy remained available. The system resets occurred during a telemetry session, while communicating with the latitude remote monitoring system, other transient elevated power states and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient with a pacemaker had the heart rate dropped at various moments in comparison to the normal rate. Actually, during the call, the rate fell again. The patient also reported shortness of breath at times. The patient was referred to his medical doctor and ended up calling the clinic to report his symptoms. A patient-initiated interrogation was conducted at that time. The device was found to be functioning normally. They will continue to monitor via latitude. The pacemaker has been explanted at a surgical intervention due to a premature battery depletion and has been returned for analysis. No additional adverse patient effects were reported.